Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing on the right ventricular (rv) channel. The undersensing reportedly resulted in delay of therapy for a ventricular fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was later returned over four years after the initial allegation. It was unknown when the explant had occurred or the reason for explant. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.